Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2014 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. Additional information received states that this rv lead was capped due to non-detection and lead damage. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).